Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia, differences between blood glucose and sensor glucose values. The customer also reported, crack on keypad, reservoir tube side, moisture damage and keypad anomaly. The customer reported blood glucose value of 62.00 mg/dl and sensor glucose value of 50.00 mg/dl at the time of event, and the hypoglycemic event was treated with glucose/carb intake. The event involved product(s) mmt-866a, mmt-332a, mmt-7040a, mmt-1884. Troubleshooting was performed for hypoglycemic event. Customer was using the insulin pump system within 48hrs of reported event. Customer was using the auto mode/smartguard feature at the time of the event. Troubleshooting was performed for cosmetic damage, keypad anomaly, difference in glucose values allegation. Insulin pump was exposed to change in altitude and the cosmetic damage affecting/impacting pump functionality. The difference in sensor glucose and blood glucose was within acceptable range. Customer was advised to replace the insulin pump. No further patient complications were reported. No product return is required for mmt-866a, mmt-332a, mmt-7040a. The customer will discontinue use of the insulin pump. Mmt-1884 was requested, and the customer responded that the device would be returned.